Event description:
It was reported to philips that the system could not make exposures or perform digital subtracting angiography. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during patient preparation, and the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system on site and confirmed that the system could not perform exposures or dsa (digital subtracting angiography) due to the low image space. The review of system log files showed an error message indicating low image storage space. To resolve the issue, the fse recreated the image database. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.